Event description:
Approximately a week and a half after implantation, the patient's lvad demonstrated high power consumption. The site reported that the patient's international normalized ratio was within the therapeutic range and that hemolysis parameters were not checked. This was treated with lvad pump exchange. The site further reported that during this exchange, thrombus formations were seen in the patient's left atrial appendage and around the inflow cannula. The site has indicated that the event was not related to the heartware device.

Manufacturer narrative:
The device was not returned for analysis. Review of the manufacturing documentation confirmed that (B)(4) met all requirements for release. Review of the controller log files revealed a sudden increase in power consumption and flow; as well as "high watts" alarms that correlate to the reported event. The most likely root cause of the high power event is the ingestion of thrombotic material into the pump. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Investigations of complaints with similar circumstances were reviewed. A sudden increase in power and flow may be due to device thrombosis, which is a known potential complication associated with all patients implanted with vads and is multifactorial in etiology. No additional information will be forthcoming.

Manufacturer narrative:
Additional information will be submitted within thirty (30) days of receipt. Device not returned.